Event description:
The plaintiff's attorney alleged that on or about (B)(6) 2010, the pt experienced the following: ventricular tachycardia, ventricular fibrillation, cardiac arrest and other unspecified injuries after the use of the product.

Manufacturer narrative:
This is one event for the same patient involving two separate products.